Event description:
It was reported that after da vinci-assisted surgical procedure, fenestrated bipolar forceps instrument was found to have damaged conductor wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, (isi) followed up with the initial reporter and obtained the following additional information: customer stated that the instrument was inspected prior to use and there was nothing out of the ordinary. There was no loss of cautery associated with the broken/loose cable. Nothing fell into the patient. The instrument is available for return. Inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage on the conductor wires insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductors wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint regarding damaged conductor wire was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact.

Event description:
Refer to h11 for follow-up information.